Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. Unit was tested with a test water fill test reservoir. Test reservoir /p cap did not lock properly due to broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is cracked on the reservoir opening. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was unknown. The customer stated that the cause of the low blood glucose was the insulin pump. The customer was advised that the pump will be replaced.